Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient's gastric vessel was bleeding after the surgeon cut during and esophagectomy. The vessel had been sealed twice. The bleeding was stopped with the same device and it was also used to complete the procedure. There was no patient injury.